Manufacturer narrative:
Model- pump 72400098; lot sn- (B)(4); mfg date- 11/26/2012; exp date- 11/20/2017; model- balloon 72400024; lot sn- (B)(4); mfg date- 05/20/2013; exp date- 05/01/2018.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for the revision was that the device was no longer cycling. The patient outcome was unknown.